Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: segment one measures 30.7cm in length. Segment one contains the cuff of the graft, beading is intact, and has no suture holes present. Segment two measures 20.8cm in length. The beading along segment two is unwinding at one end. Segment two is slightly tinted grey. Segment three measures 2.6cm in length. The beading on segment three is partially attached to the length and there is a tear along the beading track. Segment four measures 3.1cm in length. The beading is intact along the length of this segment. Segment five measures 1.7cm in length. No beading is present on this segment however the imprint from the removed beading can be observed on the surface of the segment. Based on the returned graft, the entirety of the graft was not returned for evaluation purposes. Functional/performance evaluation: due to the condition of the returned sample, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for torn material, as the graft was returned in five segments. Additionally, a tear along the beading track of segment three was identified during evaluation. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of the beading from the vascular graft, the graft allegedly tore. It was further reported that the torn section of the graft was removed, and a total of four attempts were made to use the remainder of the graft with unsuccessful results; therefore, another manufacturer's vascular graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of the beading from the vascular graft, the graft allegedly tore. It was further reported that the torn section of the graft was removed, and a total of four attempts were made to use the remainder of the graft with unsuccessful results; therefore, another manufacturer's vascular graft was used to complete the procedure. There was no reported patient injury.